Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00449 for the other associated device information. It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010 according to the complainant, during the procedure the physician was unable to make a cut with the autotome rx sphincterotome. A second tome was used and failed in a similar manner. The procedure was completed with a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
If the sample or evaluation results becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one used set with cap on dark blue connector attached and no cap on patient connector in reference to damaged cracked/broken. The set was visually inspected and noted that both of the occluder feet was broken. The reported condition was confirmed in the lab for broken. The root cause was undetermined.

Event description:
Baxter received a complaint on a minicap transfer set with lot# h08i26073. Reportedly, twist clamp is broken; legs leaking. One unit is available for evaluation. The defect was noted during patient use. No patient injury reported.